Manufacturer narrative:
Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 7027746, model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively.